Event description:
It was reported that when the protective sheath was removed from the 3.5 x 15 mm nc trek balloon catheter, more resistance than usual was felt. After removal of the sheath, it was observed that the shaft was separated. The nc trek was not used, and never entered the anatomy. A new balloon catheter was used to continue the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The distal shaft was separated, confirming the reported difficult to remove protective sheath. The reported difficult to remove protective sheath was not confirmed due to the protective sheath and the distal portion of the separation including the balloon not being returned. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.